Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-01226 and 3008114965-2019-01229. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of the right internal carotid aneurysm, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l14930) coil was attempted to be used after four coils a galaxy g3 6mm x 20mm, a 4mm x 8mm ed coil and a 2mm x 4mm hydro soft coil, a galaxy g3 mini 1.5mm x 3mm were used. However, the complaint coil was not able to advance in the sheath introducer. The complaint coil was replaced with another same sized galaxy g3 mini coil. The new coil advanced in the sheath and the procedure continued. The physician tried to use 1mm x 3cm galaxy g3 mini (glm910030, l14538) but the same issue occurred. It got stuck in the sheath. It was replaced with another 1mm x 3cm galaxy g3 mini (glm910030, l14538) but the same issue occurred. It was also replaced with another same sized galaxy g3 mini coil. It advanced without any problems and the procedure was completed. Adequate and consistent flush was maintained. Other devices were successfully used with the microcatheter prior or after the encountered resistance. A non-sterile galaxy g3 mini 1mm x 3cm wasreceived. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found kinked and protruded from the introducer. The introducer was inspected, and it was found partially zipped, kinked and with residues of dry blood inside. The re-sheathing tool was inspected, and it was found in good conditions. Also, the marker band was found at 38cm from hub, and it was found within specification. The v-notch was inspected under microscope and no damages were noted on it. The rh was inspected under microscope and it was found in good conditions. The embolic coil was inspected under microscope and it was found kinked. The functional analysis could not be performed due to the conditions of the received device (dpu-protruded, introducer-kinked/residues of dry blood inside, embolic coil-kinked). A manufacturing record evaluation was performed for the finished device l14538 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿detachable coil delivery system (dcs) - impeded-in introducer¿ was not able to evaluate due the conditions of the received device (dpu-protruded, introducer-kinked/residues of dry blood inside, embolic coil-kinked). The kinked condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. The presence of blood suggests that an insufficient flush was maintained. The IFU (lcn 208535001 rev c) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. 100% of devices are inspected in-process for their ability to advance the embolic coil from the introducer sheath. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided. However, it is possible that clinical and procedural factors, including device manipulation / interaction, device selection, and the concomitant microcatheter, may have contributed to the reported issue.

Event description:
As reported by a healthcare professional, during a coil embolization of the right internal carotid aneurysm, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l14930) coil was attempted to be used after four coils a galaxy g3 6mm x 20mm, a 4mm x 8mm ed coil and a 2mm x 4mm hydro soft coil, a galaxy g3 mini 1.5mm x 3mm were used. However, the complaint coil was not able to advance in the sheath introducer. The complaint coil was replaced with another same sized galaxy g3 mini coil. The new coil advanced in the sheath and the procedure continued. The physician tried to use 1mm x 3cm galaxy g3 mini (glm910030, l14538) but the same issue occurred. It got stuck in the sheath. It was replaced with another 1mm x 3cm galaxy g3 mini (glm910030, l14538) but the same issue occurred. It was also replaced with another same sized galaxy g3 mini coil. It advanced without any problems and the procedure was completed. Adequate and consistent flush was maintained. Other devices were successfully used with the microcatheter prior or after the encountered resistance. Based on the analysis of the galaxy g3 mini 1mm x 3cm, the embolic coil was found kinked.